Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lip of the reservoir tube was completely cracked and the pieces of the plastic were falling off. The customer's blood glucose was 10.2 mmol/l at the time of incident. The customer also stated that the reservoir window of the insulin pump had a crack of about 1/4 of an inch. The customer had a nerve damage and she kept on falling due to it. Troubleshooting was not performed and the device will not return for analysis.